Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Upon interrogation, the right ventricular lead exhibited noise. During lead revision, the lead was noted to be fractured. The lead was capped and replaced without any complications. The patient was recovering very well.